Event description:
Pharmacist reports his eyes burn badly upon insertion of his contact lenses with use of this bottle of product. The pharmacist indicates he has used this product successfully in the past. He states he discontinued use of this bottle of product and has had no further problems with use of a new bottle. Additional information has been requested.

Manufacturer narrative:
(B)(4). Eye irritation: the complaint sample has not yet been returned for testing and analysis. No similar complaints have been received for this lot. (B)(4).